Manufacturer narrative:
The customer reported that the device was checked again, and no anomalies were found. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite video system center does not pass electrical safety checks during inspection. There was no patient involvement or impact associated with the reported event.